Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was discovered during baxter's testing that a pump displayed false upstream occlusion alarms. There was no patient involvement.